Event description:
It was reported. "Vent giving constant disc/sense alarms, no disconnects at patient or within circuit. Nurse found patient's chest not rising, o2 saturations dropping to below 75%, ventilator "not cycling". Patient manually bagged and then placed on backup vent. O2 sats returned to normal. Second person verified unit not cycling and sense alarms (while off of patient, on test lung). Also noticed ventilator making clicking noise."